Manufacturer narrative:
Device was not saved by the customer. Therefore the product was not returned for evaluation and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.

Event description:
It was reported that the customer had an endoplege balloon rupture. Dr. (B)(6) was the anesthesiologist during the case. Per dr. (B)(6): "patient undergoing avr, cs balloon was up with 0.75 ml going on bypass, started retrograde cardioplegia and the pressure tracing suddenly decrease so I added more into the csc balloon but noted it went in easy and no resistance, suspected catheter rupture, and then aspirated confirming blood aspirated into csc balloon syringe. Surgeon used antegrade into the coronary ostia the rest of case, patient did well.".